Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, the cause of the gradient across the sapien xt valve cannot be confirmed. There is no actual report of valve thrombosis or other cause for the reported event. However, a second valve was implanted to treat the increased gradients across the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method: (B)(4): no testing methods performed. Result: (B)(4): no results available since no evaluation performed. Conclusion: (B)(4): human factors.

Event description:
Approximately 4 years and 1 month post tavr procedure, the patient received a second 26mm sapien 3 valve. As reported through the partners 2b clinical trial, approximately 3 years and 11 months post tavr procedure elevated gradients were noted on follow up echo. The patient was symptomatic with dyspnea and fatigue. The patient to return for follow up visit with the physician. At that time, no actions were taken.

Manufacturer narrative:
Degeneration of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and degeneration. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 4 years post sapien xt valve implantation, residual mild to moderate paravalvular leak (pvl) and subsequently a very rapidly developed bioprosthetic valve failure with severe stenosis and worsening of pvl was noted. In review of medical records (echo report), "bioprosthesis is moderately thickened mostly at cusp coaptation margins, also partial fusion of the valve cusps and no vegetation. There is a least moderate paravalvular leak (pvl)".